Event description:
A downbiting pituitary, from the metrx tray, fell into 2 pieces when dr was working with the instrument. The two pieces were removed and an x-ray was taken. Instrument was taken out of service and a pt label was put on the closed bag. Medtronic rep notified to get instrument replaced.